Event description:
It was reported that the right ventricular (rv) lead dislodged eight days after implant which resulting in the patient having a 6 second pause due to the non-functioning lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 407458 lead, 4592-53 lead: implanted: (B)(6) 2012. (B)(4).